Manufacturer narrative:
Section a4: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged component on backup battery pcb, making it unable to operate a mock loop and causing backup battery fault alarms. During testing of the backup battery (serial #: (B)(4)) external power was disconnected from the test controllers and the controllers abruptly shut off without needing to be manually powered down. The mock loop did not run off of backup battery power. The reported event of the hm3 system controller not powering on was not confirmed. The returned system controller (serial number (B)(4)) was functionally tested and was found to perform as intended. The controller appropriately powered on throughout all testing. A log file was extracted from the controller; however, the controller was not observed to be in patient use throughout the data. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records (DHR) were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with mfg and qa specifications. The system controller (serial number (B)(4)) was shipped to the customer on 27jun2019. The DHR of the 11-volt backup battery, serial number (B)(4), was reviewed (manufacturing datasheet), and the battery was manufactured in accordance with mfg and qa specifications and passed all initial testing. The heartmate 3 patient handbook instructs users on how to properly connect their system controller to battery power. The heartmate 3 patient handbook instructs users on how to resolve all alarms that sound from their controller, including alarms related to the backup battery. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During device setup the controller did not turn on when connected to batteries. The site attempted to turn on the device several times. It was noted that the battery light did not light up when connected to controller. The controller was exchanged. No further information was reported.